Event description:
ER visit/ prolonged nosebleed; had covid nasal test around 1 pm. Very painful and nasal passages very irritated, remaining that way for large portion of afternoon. Around 8 pm, went to bathroom. Blood starts pouring out of both sides. After 10 minutes, left for ER, 15 minutes away. ER overwhelmed with covid and other patients, so nurse brought wet towels and ice to waiting room. Just as I was called for treatment, clotting had occurred, and I declined to stay, and told nurse I would go home, but would return if nosebleed returned. Approx 1.25 hours nosebleed. FDA safety report ID # (B)(4).